Event description:
A 3.0mm diameter by 24mm length s7 stent delivery system was inserted for treatment of a lesion in the mid-left anterior descending artery. The physician inserted the stent delivery after pre-dilating the lesion with a 2.5mm by 16mm ptca balloon. It was not possible to advance the stent beyond a bend in the tortuous vessel to reach the target lesion. Therefore, the stent delivery system was pulled back from the coronary artery during which time the stent dislodged from the delivery balloon. The stent was subsequently deployed proximal to the intended lesion site with the pre-dilation balloon. The target lesion was then treated with the deployment of a 2.5mm diameter s660 stent. The pt was reported to be fine post procedure and there was no additional clinical sequelae reported relative to the event. The lesion not being pre-dilated 1:1 and the tortuosity of the artery contributed to the stent not crossing the lesion and the stent dislodgement.